Manufacturer narrative:
(B)(4): the customer reported that a monitor fell. No pt harm was reported. The local philips field svc engineer examined and tested the mount onsite and there was no damage or malfunction found. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell. No pt harm was reported.